Event description:
It was reported by service report that the scale could not be read. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard assembly.